Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hydrosealant of a 6/7f mynx control vascular closure device (vcd) remained attached to the distal end after the second button was pressed and the main body was withdrawn together with the 6f non cordis sheath. Manual compression was then applied to complete hemostasis. There was no reported patient injury. The procedure was an endovascular therapy treatment (evt). The device will be returned for evaluation along with 7 sterile devices, but the sealant was disposed of.

Manufacturer narrative:
As reported, the hydrosealant of a 6/7f mynx control vascular closure device (vcd) remained attached to the distal end after the second button was pressed and the main body was withdrawn together with the 6f non cordis sheath. Manual compression was then applied to complete hemostasis. There was no reported patient injury. The procedure was an endovascular therapy treatment (evt). <br /> the device was discarded; however, seven (7) sterile 6/7f mynx control vascular closure devices were returned for investigation inside a sealed pouch bag. Visual inspection of all units showed that button 1 was not depressed and button 2 was not depressed. The stopcock of all units was found open with a cordis mynx syringe detached from each unit. The sealant for all devices was present in manufactured position fully covered per sealant sleeves. In regards of the sealant sleeves conditions, no abnormal conditions were observed in any of the units. Additionally, no catheter sheath introducer was returned for this evaluation. The balloons of all 7 units were found deflated, and the core wire was present in all units, while the atraumatic tip did not present any damage or abnormal condition in any device. No additional anomalies were observed during this analysis for all units received. A simulated deployment test evaluation to ensure functionality was performed on all units received. All 7 units worked as intended, deploying the sealant and retracting the balloon, respectively. After the tension indicator was aligned by pulling in distal direction, the distal tip, button 1, and button 2 were depressed in the instructed sequence without issues. No malfunctions or abnormal conditions were observed during the simulated deployment testing of any of the units. The reported event of ¿sealant-inaccurate placement-complete¿ could not be observed as the complaint device was not returned for analysis. The reported event was also not observed during analysis of the returned sterile devices, as they passed functional testing; buttons 1 and 2 were depressed, the sealants were deployed, and the balloons were retracted. The exact cause of the issue experienced could not be conclusively determined during analysis as the complaint device was not returned for analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the hydrosealant remaining attached to the distal end of the device. However, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As stated in the instructions for use (IFU), which is not intended as a mitigation, the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall.¿ neither the product analysis of the sterile devices, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.